Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer indicated that their blood glucose was normal. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. It was also found that there were some alarms in the pump history. No further details given.